Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt in cardiac arrest (age and gender unk), the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another set of electrode pads and the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.